Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval?: 30-sep-2025. Investigation summary: bd received 5 samples for investigation. These samples along with 100 retention samples were visually inspected with no issues identified. Additionally, the 5 return samples and 5 retain samples were tested for heparin activity with all testing within specification requirements. Factors that may contribute to erroneous ast results were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue: no difficulties were encountered during blood collection as all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (erroneous results-ast) because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. Replicates of both customer retain and control samples tested were acceptable in terms of both precision and accuracy. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: erroneous results (accuracy). No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2. It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 56 units, erroneous results- high ast were seen in a precision study after the first spin. When the samples were spun a second time the values had decreased. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2. It was reported after using bd vacutainer® pst¿ gel and lithium heparinn 56 units, erroneous results- high ast were seen in an unspecified number of samples. No adverse impact was reported regarding the patient or user.